Manufacturer narrative:
After installing the battery the unit shows low power battery sign and no key function due to corroded battery tube compartment noted. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had fluid inside the display. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.